Event description:
Patient reported redness, itchy, burning, open sore, and severe skin irritation. Patient did seek medical treatment and was advised to self-administer an otc (flonase). Patient did follow proper skin preparation.

Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.